Event description:
It was reported that during preparation for an unspecified procedure, foreign material was noticed. During preparation of a 2.5x15mm apex balloon catheter, it was noticed that a yellow substance was present. The device was not used on the pt. The procedure was completed with another apex balloon catheter. There were no reported pt complications. The pt status is listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).